Event description:
On (B)(6) 2011, patient reported having concerns with insulin not coming through the infusion set tubing and leaking out of the infusion adapter. Patient stated he noticed this while he was priming the infusion set and has insulin coming out of the top when it should be coming out of the infusion tubing. Patient reported he discovered the leak while priming. Advised patient to change the infusion tubing on the infusion device and then prime. Patient stated he primed and insulin is coming out of the end of the infusion tubing. Patient reported the insulin is not leaking. Patient stated he thinks the infusion tubing was faulty because when he connected it to the infusion headset, it did not fit flush with the headset like it should. Patient stated he was connected while priming the infusion set. Advised patient to check his blood glucose to make sure it does not go low. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.